Manufacturer narrative:
Pump was received with unexpected restart error alarm after battery change due to broken solder joint of interface board. Memory lost after battery change dueto unexpected restart error anomaly. All the buttons functioned properly and no moisture damage on keypad traces noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.